Manufacturer narrative:
PMA/510k #: k210476 device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the attached journal article, "eus-guided coil placement for acute gastric variceal bleeding induced by non-eus-guided variceal glue injection". This file was opened to capture one case of off-label use involving an echo-19 device where coils were deployed through the echo-tip needle. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0101), which accompanies this device instructs the user that "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ the user is instructed as per (ifu0101) which accompanies this device under the potential adverse events "potential adverse events associated with gastrointestinal endoscopy: acute pancreatitis, allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, peritonitis, respiratory depression or arrest, tumor seeding (through the needle tract) there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The echo-19 device was used in a procedure where endoscopic ultrasound-guided coil placement was performed where there was deployment of coils through the echo-19 needle into the varices. It was confirmed by our medical advisor that use of the cook needle for injection therapy of gastric varices is off-label use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, (B)(6), 2018: off label use. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient was readmitted after 3 weeks for another medical reason and a CT scan was taken and showed the previously placed coils in the gastric varices. No further variceal bleeding had been reported. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The echo-19 device was used in a procedure where endoscopic ultrasound-guided coil placement was performed where there was deployment of coils through the echo-19 needle into the varices. It was confirmed by our medical advisor that use of the cook needle for injection therapy of gastric varices is off-label use.

Event description:
A supplemental report is being submitted due to completion of the investigation on 11-sep-2024.

Manufacturer narrative:
PMA/510k #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Mazzawi, 2018 ¿ eus-guided coil placement for acute gastric variceal bleeding induced by non-eus-guided variceal glue injection (with video). Under eus guidance, a 19-gauge eus needle (echotip, cook medical, salem, massachusetts, united states) was used to puncture the vessel of the gv. Based on the size of the vessels, a single 12-mm coil for intravascular use (nester, cook medical, bloomington, indiana, united states) was placed inside the varix, through the eus needle. Off label use: deployment of coils through the cook echotip needle into the varices. No health consequences or impact. The patient (51-year-old male) was readmitted after 3 weeks for another medical reason and a CT scan was taken and showed the previously placed coils in the gvs. No further variceal bleeding had been reported.